Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the patient received an ivc filter after complications following revision of a hip implant. Wound oozing and infection necessitated further surgery and as a consequence, anticoagulation had to be stopped to avoid excessive bleeding. The anticoagulant was needed because of prior dvt, and hence the decision was made to implant the ivc filter. The filter was inserted successfully and without any immediate complications. The patient proceeded to have the hip-related surgery the next day and was well for 7 days afterwards. On the evening of the 7th day, the referring team decided to restart her anticoagulation after which she rapidly deteriorated and died on the 8th day post insertion. A post mortem found that a strut of the filter had perforated the vena cava, with around 233ml of retroperitoneal hemorrhage. Reportedly, the patient died because of strut perforation leading to retroperitoneal hemorrhage, and the causes of death were reported as: 1a retroperitoneal hemorrhage 1b perforated inferior vena cava following ivc filter insertion 1c recent hip surgery and previous dvt. The coroner concluded that the death was a misadventure with no criticism of medical treatment. In further responses the physician confirmed that the ivc filter procedure went well and that no migration or fracture was observed with no pain experienced by the patient. The pm report makes it clear that the ivc filter did penetrate the ivc and that the cause of death was the retroperitoneal hematoma, which in turn resulted from the ivc perforation. No imaging was provided, but ivc perforation is a known potential complication from such a procedure and is also listed in the IFU. Filter perforation/penetration may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. In addition, the restart of the anticoagulant may also have contributed to the actual bleeding. There are adequate controls in place to ensure that this type of device was manufactured to specifications, but cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 26may2022: the patient was admitted for fracture of hip replacement prosthesis which was operated on. Subsequent complications with wound healing and bleeding occurred, and she was also diagnosed with proximal dvt. She was referred for ivc filter as anticoagulant was to be stopped to aid wound healing. An infrarenal ivc filter was inserted without any noticeable difficulty or complications via the jugular vein. She was stable for 6 days. Because of progressive limb swelling on the side of the dvt, the team recommenced her anticoagulation (fragmin). She suddenly deteriorated 6 days later, suffering cardiovascular shock and subsequent death. A post mortem found that one of the struts of the ivc filter had penetrated, and commented on retroperitoneal haematoma (233g) on the right which was contiguous with a strut protruding out of a 3mm wide defect in the ivc. The cause of death was given as: (a) retro peritoneal haematoma (b) perforated ivc following ivc filter insertion filter (c) recent hip surgery and previous deep vein thrombosis.

Event description:
Additional information received on 13apr2022: I was asked to implant an ivc filter in an elderly patient who had complications following revision of a hip implant, with constant wound oozing and infection. The ivc filter was required as the patient was going for an operation to revise her wound and needed to have their anticoagulant stopped to avoid excessive bleeding. They had been diagnosed with a deep vein thrombosis which is the reason why she need anticoagulating in the first instance. The filter was inserted successfully and without any immediate complications. The patient went on to have their operation the next day. She was very well for 7 days afterwards. On the evening of the 7th day, the referring team decided to restart her anticoagulation. She unfortunately rapidly deteriorated and died on the 8th day post insertion. A post mortem found that a strut of the filter had perforated the vena cava, with around 233ml of retroperitoneal haemorrhage. It was the pathologist's opinion that she died because of strut perforation leading to retroperitoneal haemorrhage. As per additional questions answered 03may2022: the penetration/perforation cause hematoma ¿ 233g of retroperitoneal haematoma on the right side. Implanted (B)(6) 2021. Exact time of penetration uncertain as no imaging after procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it was mentioned that asymptomatic perforations were common, haemorrhage practically unheard of (in this trust, some reports in retrospective studies noted), and that spontaneous haemorrhage in patients on anticoagulant therapy was relatively much more common. Restarting of anticoagulants was noted. The cause of death was as per the findings of the pm report: 1a retroperitoneal haemorrhage. 1b perforated inferior vena cava following ivc filter insertion. 1c recent hip surgery and previous dvt. The death was concluded as being one of misadventure. Patient outcome: patient death.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook filter. Investigation is still in progress.